Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the right ventricular lead exhibited noise. The physician suspected that the noise was due to the pacemaker. The lead was capped and replaced on (B)(6) 2021. The device was explanted and replaced. The patient was in stable condition post-procedure. Related manufacturer reference number: 2017865-2022-00803.